Manufacturer narrative:
No conclusion can be drawn as repair information is not available.

Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical patient and procedure and there is no mismatch of images between different patients. No patient injury was reported.